Event description:
A customer reported via phone call indicating that the lcd screen on their insulin pump is difficult to read due to a line that goes through it. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector at the liquid crystal display board. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.